Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:03. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.92 which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. Visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. The user interface module master software version is 6.13.92, which is classified as remediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).